Event description:
The customer reported that they received a pacer equipment malfunction message in testing. There was no report of patient involvement or impact.

Manufacturer narrative:
(B)(4): the customer reported that they received a pacer equipment malfunction message in testing. There was no report of patient involvement or impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.